Manufacturer narrative:
In the returned state, the lead was cut into pieces 35 cm proximal of the tip electrode. Only a distal lead fragment was returned. The lead fragment was thoroughly analyzed. The analysis showed multiple signs of wear along the lead fragment. In particular 33 cm proximal of the tip electrode, the lead body was squashed, and the insulation was damaged due to fraying in this area. This damage manifestation can with high probability be regarded as the cause of the complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. During the analysis, deformations of the shock coils and of the tip electrode were also noticed,which are most likely a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 49 months, oversensing with inappropriate shock deliveries was reported. An insulation defect on the lead is suspected. The lead was explanted without problems and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.